Event description:
A us distributor reported that a monitor had a damaged monitor case and displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation, the monitor was unable to connect to the belt connector. The monitor¿s belt receptacle had bent guide pins, causing this communication error. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation, the monitor was unable to connect to the belt connector. The monitor¿s belt receptacle had bent guide pins, causing this communication error. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable having a knit line preventing the belt from the root cause for knit line was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a monitor had a damaged monitor case and displayed a service code 204 (belt/monitor unusable). A us distributor reported that a bel;t was experiencing a service code 204